Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to and including (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. Both returned pad-paks were inserted into the device and passed a self-test, no warnings were given at shutdown and the device status led continued to flash green. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The excess current drain and the measurements taken would confirm a failing membrane. The green status led was observed to constantly lit, this is a further symptom of membrane failure. The fault could not be replicated with a new membrane fitted. There is no evidence to suggest the device was switching itself on automatically. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.